Event description:
Cannulated drill bit fragmented during surgery procedure.

Manufacturer narrative:
On (B)(4) 2014, vilex rec'd a kwire with a portion of the drill bit from the account mgr. Account mgr stated that on (B)(6) 2014, dr was performing midfoot surgery and that drill bit fragmented. Dr was able to remove fragmented pieces from the pt. On (B)(4) 2015, vilex's qual dept inspected the kwire and drill bit portion. The exact cause of the breakage can not be determined without all fragment pieces. From inspecting the wire, the qc dept noticed that the wire was bent and had spiral markings at the tip. This indicates that there was resistance when the wire was inserted. At the edge of the spiral markings there is a bend where a cut place is in the wire. The cut could have been caused by the drill being forced over the bent wire. A review of complaints revealed that no complaints of this nature have been rec'd regarding this prod. If more info should become available, vilex will submit a supplemental report.